Event description:
Customer called to confirm if the insulin pump is working properly. Customer has been experiencing high blood glucose for the past three weeks. The current blood glucose reading is 456 mg/dl. Customer has treated with bolus. Customer has been feeling lethargic, extreme thirst and hunger. During troubleshooting, time and date are correct. The programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.